Manufacturer narrative:
Device evaluation: one device was returned for investigation. Both tamper seals were intact. Visual inspection noted the device to be in good condition with no physical damage. A "check clutch plunger lever" error was found in error history log (ehl). The issue was duplicated during functional testing. A popping noise was heard followed by a "travel coarse error- check clutch plunger lever" that occurred during the occlusion test. Black grease debris were found on the lead screw and clutch halves. This was attributed as the root cause of the errors. What caused the black grease debris could not be determined. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. Replaced lead screw, clutch halves and clutch spring. The device was cleaned, calibrated, and preventative maintenance (pm) preformed. The device passed all functional tests after the completed repairs.

Event description:
It was reported the device exhibited a check clutch error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.